Manufacturer narrative:
Device available for evaluation, yes, returned to manufacturer on, 08/23/2019. Device returned to manufacturer: yes. Device evaluation: the complaint unit was received in its original packaging. The plunger was in advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Scarce amount of lubricant material residue was observed in the device under microscope visual inspection. The lens was received out of the device, it has a piece missing in the edge. Loose particles can be observed on the lens surface. Both haptics are in good condition. The push rod went sideways as alleged, causing cartridge tip crack and the tip to deformed. All the components are correctly engaged. The reported issue of plunger rod issue was not verified. The reported issues of stuck in cartridge and iol partially delivered were verified; however, due to the condition in which the sample was it is not possible to determine that reported issues are related to the manufacturing process. Based on the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received from this production order, however it is unrelated to this report, and no quality deficiency was determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report that a pcb00 20.0 diopter lens was partially inserted into the eye. The plunger missed the iol and went sideways instead and caught the lens just enough to partially insert it into the eye. The lens was stuck and could not be fully inserted. The iol was removed and replaced with the same model and diopter. There were no further complications of any kind. Reportedly, the patient is fine. No further information was provided.